Event description:
Our sales rep reported during an arthroscopic knee procedure, a 2.3 mm vapr wedge electrode bent and the tip fell into the pt. The surgeon went to an open procedure to remove the broken piece and completed the procedure. There were no reported pt consequences.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. The reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although, it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. All the pieces were retrieved from the pt and there were no pt consequences. However, if this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause other than the above hypothesis, a follow-up report will be filed.